Event description:
Aortic punch from coronary bypass pack (ref 89-10544.02; lot: 55971058; expiration: 07/01/2022) not properly punching tissue, pulling/catching tissue instead. Noted to function/perform differently than usual by surgeon.